Manufacturer narrative:
The product code was unknown; therefore, the brand name, catalog number and PMA/510(k) were unknown. Catalog number and serial number were unknown. The manufacturing location was unknown. The serial number was unknown; therefore, the device manufacture date was unknown and UDI: the lot number is unknown and the gtin is unavailable. The product was made prior to compliance date. Therefore, UDI is unavailable. The actual device was not returned for evaluation. However, clinical engineering visited the customer site to evaluate the decontamination and sterilization process. It was determined that the IFU (information for use) for decontaminating and sterilizing the handpieces were not being followed by the customer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported that two handpiece devices had moisture when opened. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.